Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (alarm 30).

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 230-240 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.